Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. Transseptal puncture was performed using versacross and faradrive. During the procedure, air was observed drawn within the lumen of the faradrive sheath following removal of the dilator and insertion of the farawave catheter after entering the left atrium during backflow. A small amount of air was also noted inside the sheath during dilator removal. Aspiration was attempted, but air persisted and continued to enter the system. The sheath was replaced, and procedure was completed. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. Transseptal puncture was performed using versacross and faradrive. During the procedure, air was observed drawn within the lumen of the faradrive sheath following removal of the dilator and insertion of the farawave catheter after entering the left atrium during backflow. A small amount of air was also noted inside the sheath during dilator removal. Aspiration was attempted, but air persisted and continued to enter the system. The sheath was replaced, and procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device technical analysis the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.